Event description:
It was reported that the patient had a pocket infection. It was also reported that the right ventricular (rv) lead was fractured, had high impedance, and there was no capture at maximum output. The device and leads were removed. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had a pocket infection. It was also reported that the right ventricular (rv) lead was fractured, had high impedance, and there was no capture at maximum output. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. (B)(4): the lead was returned, analyzed, and no anomalies were found. It was noted that the distal end of the electrodes were covered in blood and body tissue/fibrotic growth was present. The outer insulation had a cosmetic depression. Distal conductors were distorted kinked/buckled, not obstructed, but there was blood present. (B)(4): the full lead was returned, analyzed, and the distal end of the conductor was fractured. It was also noted that inner tubing insulation was breached, distal end electrodes were covered in blood, body tissue/fibrotic growth, outer insulation was breached and had a cosmetic depression. (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.